Event description:
It was reported, there was an electromagnetic interference issue (emi) with a security gate or theft detector. It was noted, the patient status at the time of report was alive with no injury. It was stated, the patient had a dystonic seizure that was associated with the event. It was further reported no malfunctions or root cause have been determined. It was noted no interventions had been taken or planned. It was stated, there was no change in the patient outcome and the problem still existed.

Manufacturer narrative:
(B)(4).